Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2015 the lead exhibited low impedance and noise. The lead was capped and replaced. No patient symptoms were reported. No additional information was available at this time.